Manufacturer narrative:
The reported events of high capture threshold and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead exhibited high capture thresholds and failure to capture. No other ra lead malfunctions were suspected. The ra lead was capped and replaced on (B)(6) 2021. No patient consequences were reported.